Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the catheter would not fully inflate and alarmed "autofill failure." The catheter was replaced. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the catheter would not fully inflate and alarmed "autofill failure." The catheter was replaced. There was no reported injury to the patient.

Manufacturer narrative:
Changed: reference complaint #: (B)(4); record ID (B)(4) to reference complaint #: (B)(4); record ID 196966. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no visible blood on the catheter. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation could not confirm the reported problems. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the catheter would not fully inflate and alarmed "autofill failure." The catheter was replaced. There was no reported injury to the patient.